Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the t.w. Power supply, it's no longer able to power on. The problem was discovered after several instances of unsuccessful cauterization. They considered and checked for possible issues with the adapter cable, extension cable, and consumables, but it was determined that the power supply was faulty. The output setting was set to 3. Unknown if pre-cautery test was performed. The process was completed using the same equipment. There are no major delays. No harm was done.